Event description:
The customer complained that an antibody screening test on tango yielded a false negative result. The customer also reported that in a second run one week later, the antibody screening was positive. The antibody was identified as an anti-jk(a). When the customer reported this complaint in march the supposedly defective product was already expired. The customer had returned neither the supposedly defective product nor the patient sample that had caused false negative test results. Because the reagent red blood cells already had been expired a testing of the retained sample of biotestcell pool was not possible any more. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We had no further complaints related to this issue.

Manufacturer narrative:
This is our combined initial and final report on this incident.